Event description:
Impella cp insertion attempted via left femoral artery in 91-year-old male patient with cardiogenic shock. Iliac artery found to have tortuous anatomy, which caused the insertion sheath to kink. This kink caused a persistent kink in the cannula. Decision was made to remove the pump it was not noted how they continurd to support the patient. No adverse events reported by physician. During impella cp support, the pateint was reported to have tortuous atatomy that resulted in a kink in the sheath that casued a kink further down the cannula. The impella was unable to advance, and the physician decided to remove the impella and replapce with a new catheter. There were no additional failure modes reported for the impella, and the patient coninuted support on a new device. A second pump was used for this patient and support was continued in (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.